Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter stated there was a crack in the battery compartment and the pump was experiencing intermittent power issues after the pump re-started. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: a review of the pump black box showed multiple pump reboots. A visual inspection of the pump revealed the battery compartment was cracked and returned battery cap was stripped. The returned battery cap was not able to fit securely to maintain an electrical connection, duplicating power loss and reboots. The battery cap contact height and width measurements were found to be within specification. The pump powered on using a test battery cap. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. .